Manufacturer narrative:
Additional information: section a.1, a.2, a.3, d.1, d.4, d.6a, d.6b, h.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reportedly resolved. The recipient is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the ear area. The recipient was prescribed paracetamol.